Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings: a review of the pump histories indicated that the last basal and bolus deliveries occurred on 12/31/2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found on investigation. The complaint could not be confirmed or duplicated. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The patient had reportedly experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with no reported signs or symptoms of hyperglycemia. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. The pump was found to be delivering as programmed. However, a cause for the alleged bg excursion could not be determined. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of an inaccurate delivery issue.